Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen was out of calibration. The device was returned to the biomedical department with a report that prior to patient use the touchscreen was not working has to select the left. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility the device touchscreen was out of calibration. No additional information was provided.